Event description:
It was reported that the right ventricular lead had oversensing and noise. It was also reported that the right ventricular pace/sense impedance had decreased over the last year. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.